Event description:
A customer reported that their pump battery would not charge, and no power source alert was received. Despite using a tandem charging cable and wall outlet, the issue was unresolved initially. There was no adverse impact on the customer¿s blood glucose level. The customer tried various solutions, including using a different wall adapter, but the issue persisted until the charging cable was plugged into a wall adapter, which resolved the problem. Consequently, the pump began charging, and no further assistance was needed.